Event description:
The reporter indicated the surgeon implanted a 12.6mm vticm5_12.6 implantable collamer lens, -03.00/+1.5/091 (sphere/cylinder/axis), into the patients right eye (od) on (B)(6) 2022. Tass was reported and patient complained of blurred vision. Diagnostics was performed - non contact tonometry medical examination. Treatment was performed - cleaning, dropping medicine in the eye. Anterior chamber irrigation/evacuation of visco/fluids. The cause of the event was due to the device. Additional information has been requested but none has been forthcoming.

Manufacturer narrative:
Weight: unk. Ethnicity: unk. Race: unk. Explant date: unk. (B)(4). Work order search: no similar complaint was reported for units within the same lot. Claim # (B)(4).

Manufacturer narrative:
H6: device history record (DHR) review: based on the results of the investigation, all released devices from the associated work order(s), including the suspected device, have been manufactured within established process parameters; and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. Claim # (B)(4).